Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported, per telemetry strips, ¿(B)(6) 2013 8780 revised with 8782 for total ss length of 98.8.¿ no further information was provided. Additional information has been requested, but was not available as of the date of this report.